Event description:
It was reported that prior to a procedure, while pulling for cases, the sterile packaging of the device was not sealed and was not sterile. Another device was used to complete the procedure. There was no patient involvement. No other details are available.

Manufacturer narrative:
(B)(4). Tyvek delamination. One carton with sealed package was received. Package was visually examined and it was found that tyvek lid had delaminated (separation of tyvek layers) which caused the tyvek to tear and stick to the blister when package was opened. Tyvek delamination causes the package to be difficult to open and remove the device from the package. The package blister was fine with no defects and there was evidence of seal transfer from the tyvek to the blister flange on the entire circumference of the blister. Package sterile integrity was not affected. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.